Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("severe infection in her fallopian tubes/ infection (other) describe: fallopian tube infection,") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. B40018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type:bacterial infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ablation ("type of surgery: endometriosis"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal region") and pain in extremity ("legs pain"). The patient was treated with surgery (hysterectomy and explant of her essure device). Essure was removed in (B)(6) 2016. At the time of the report, the salpingitis, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, bacterial infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, alopecia, abdominal pain and pain in extremity outcome was unknown and the endometriosis ablation had resolved. The reporter considered abdominal pain, alopecia, bacterial infection, bladder disorder, dysmenorrhoea, endometriosis ablation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, salpingitis, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion both tubes/satisfactory placement . On unknown date: dye test: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, bacterial infection, bladder disorder, urinary tract disorder, migraines, headaches, nausea, dysmenorrhea, endometriosis, vaginal discharge, fatigue, hair loss are added. Abdominal pain, lot number & lab data updated. Patient, product & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("severe infection in her fallopian tubes/ infection (other) describe: fallopian tube infection,") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. B40018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type:bacterial infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), endometriosis ablation ("type of surgery: endometriosis"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal region") and pain in extremity ("legs pain"). The patient was treated with surgery (hysterectomy and explant of her essure device). Essure was removed in (B)(6) 2016. At the time of the report, the salpingitis, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, bacterial infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, alopecia, abdominal pain and pain in extremity outcome was unknown and the endometriosis ablation had resolved. The reporter considered abdominal pain, alopecia, bacterial infection, bladder disorder, dysmenorrhoea, endometriosis ablation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, salpingitis, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion both tubes/satisfactory placement on unknown date: dye test: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("severe infection in her fallopian tubes") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy and explant of her essure device). Essure was removed in (B)(6) 2016. At the time of the report, the salpingitis, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and salpingitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion both tubes/satisfactory placement. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.